Event description:
Stapler misfired each after rep for covidien confirmed they were loaded and fired properly. His thought was "the tissue was too thick." Staplers were being fired in location necessary to perform procedure of sleeve gastrectomy where stomach is known to be thick. Also when reticulated stapler would cut string on seamguard staple line reinforcement (2). (B)(4).